Event description:
Dr (B)(6) reported pt was burned while unit in operation; he set up interferential treatment on pt & left pt unattended while treatment in progress for about 10 minutes. Dr (B)(6) returned to room to see unit displaying 'some error message about channel 2' possible over current error on channel 2), patient & pad burned. Doctor called back on (B)(6) 2010 and stated that when he came back into the room, he noticed that the unit wires turned off and an error code displayed that read either bad lead or bad contact. Treatment was on channel one, ifc, preset. The pt was treating for about 7 minutes when the error occurred, stated that he felt uncomfortable. At this point, the doctor noticed a burn the size of a dime. The doctor applied first aid and has seen the pt several times for chiropractic treatment since the incident happened a couple weeks ago. Doctor states that the pt is healing slowly. Four electrodes were used, and dry heat was applied during treatment. The doctor states that he has not been able to stimulate the same area with treatment again, due to the open wound.

Manufacturer narrative:
Results: the unit appeared to have insignificant physical damage. All of the pads sent in passed the impedance test. The circular pads sent in each had a burn mark on the outer edge. The ifc, premod, and (B)(6) waveforms were setup and were almost exact replications of the desired signals. When the hi-volt treatment was setup, I heard a "pop" sound followed by a burnt smell. The leadwires and pads all tested within the acceptable range of impedance. Conclusion: the unit failed inspection due to the stim pcb "blowing up" when a hi-volt treatment was being tested. The burn mark on the pads could have resulted from the pads being too close to each other or too high of current. The waveforms all appeared as normal except for the hi-volt treatment. The complaint could have been caused by a bad stim pcb (which has now "popped" and burnt up) or from the pads being too close to each other. A new unit and lead kit will be shipped to the customer.